Event description:
Boston scientific received information that a request for technical support was made due to noise and fluctuation pacing impedances on the right ventricular lead. Technical services reviewed the latitude website and noted that the pacing impedances had been decreasing and were recorded to be out of range on three different occasions. Technical services also discussed that the pacing amplitudes are fluctuating progressively on the right ventricular channel. In addition, the indication of noise was suspected to be due to a lead issue. Further investigation and assessing the lead integrity was discussed. At this time the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Subsequently, a revision procedure took place the right ventricular lead was explanted and insulation damage was noted upon explant. The lead will not be returned for analysis. Should additional information become available this investigation will be updated.